Event description:
As reported by the registry approximately nine months post index procedure, the patient underwent a control catheterization that showed a severe intra-stent restenosis. To date, the restenosis has not been treated. The relationship to the cordis product was highly probable and the relationship to the index procedure was unrelated.

Manufacturer narrative:
This patient was randomized to the registry for one-vessel disease. The main indication for the intervention was acute myocardial infarction. The lesion initially treated was in the proximal right coronary artery. It was type a, native, de novo, readily accessible proximal segment, the lesion had a reference vessel diameter of 3mm and a lesion length of 5mm. Pre-procedure diameter stenosis was 85%. The lesion was pre-dilated with a 2-x 15mm balloon at 16 atm. A 3.00 x 13mm cypher select plus stent was electively implanted at 20 atm with satisfactory results. The stent was post-dilated with a 3 x 15 balloon 22 atm, as the stent was not fully expanded. Post-procedure diameter stenosis was 10%. Approximately six months post index procedure the patient experienced angina pectoris, the patient was admitted for resting angina, without electric changes or markers elevation, a nuclear scan was done which did not show ischemia, so conservative management was done. The relationship to the cordis product was possible and relationship to the index procedure unrelated. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.